Event description:
It was reported that a spectrum infusion pump had downstream pressure too high during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d4: serial no., d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "ds pressure is too high" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor and the tubing guide. The force sensor and the tubing guide required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.